Manufacturer narrative:
(B)(4) the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a caregiver that there were two balloon's break. The caregiver also states, the patient had a new feeding tube put in on (B)(6) 2016, the feeding device fell out and it was noticed the balloon had a large hole in it. The patient was taken to the emergency room to have the stoma re-dilated in order to replace the feeding device. The caregiver reported on (B)(6) 2016 that the replacement was found with a hole it. No reported injury.